Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 300 mg/dl. Reportedly, the customer declined troubleshooting and believed the event was due to the infusion set site. However, it could not be confirmed. Reportedly, customer's kidneys were being affected and customer's doctor was working with customer. Additional information regarding the kidney issue was not provided. Customer reverted to manual injections and unspecified medication for alternate insulin therapy.